Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 27445884.

Event description:
It was reported that the patient was having a pocket site pain due to an infection which resulted from an incision site not to fully heal. Infection was device related and not procedure related. The patient was put on antibiotics and underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and all explanted devices will not be returned.